Event description:
During preventative maintenance, the field service rep discovered the pump speed was not responding to adjustments using the local speed control knob. Pump speed could be controlled by use of the redundant speed control on the central control module. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.